Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The insertion site was abdomen.